Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) did not exhibit  favourable myocardial measurements, including no capture at high threshold, reproduceable on re-deployment. It was also reported that fixation was poor, such that the leadless ipg could be removed with light traction. The leadless ipg was attempted/not used and replaced with a trans-venous ipg system. No patient complications have been reported as a result of this event.